Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with the upper jaw detached and not returned. In addition the I-blade upper tip was noted to be broken off not returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
The device was received with no complaint information. Attempts were made to reconcile the device with no success.